Event description:
We have had several hudson rci micro mist (cat no 1883) nebulizers that have not worked -they do not create an aerosol. It appears that some of the non working neb cups may have come from lot number 26069 19406. Patient with croup in severe respiratory distress. Attempted to use hudson rci micro mist (cat no 1883) nebulizer to deliver medication. Nebulizer did not function.